Event description:
It was reported by the sales rep during a breast biopsy using the hh11bex probe while trying to deploy the marker the physician felt resistance and the marker did not deploy. She tried another marker and while removing the marker the tip sheared off into the pt's breast. The tip was located and the surgeon was able to excisionally remove it from the pt's breast. Markers were discarded. Two sterile markers from the remaining box are being returned for analysis, 4 markers are to be replaced per the sales rep. Surgeon is dr. (B)(6).

Manufacturer narrative:
The manager of clinical operations at the breast center was contacted on (B)(6) 2012. She repeated the event description. When the physician was attempting to remove the clip introducer tube from the probe resistance was encountered and stopped. The entire probe and introducer tube were removed together. She also stated the post biopsy mammogram showed the sheared plastic tip not at the biopsy site where the clip was located, but closer to the skin surface. The introducer tube tip was removed using ultrasound guidance. The batch history record for lot h43p36 was reviewed and no abnormalities noted in the batch record. The instructions for use insert is included in the carton packaging and lists step by step directions on the correct method for use. Under instructions section of the insert, one of the caution statements reads "do not insert beyond the appropriate band or tip damage may occur." Under warnings in instructions, it states "failure to align the mammomark applicator as specified may result in improper deployment of the collagen plug and possible tip shear."